Manufacturer narrative:
Continuation of d10: product ID 37761 serial (B)(6) : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial (B)(6) :analysis of the 37761 recharger (rtm) (serial number (B)(6) revealed a bent connector pin at the end of cable. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported the recharger (insr) is not charging the implanted neurostimulator since 3- 4 weeks ago. Patient stated the coupling bars fluctuate from 8 to 6 to 4 and the insr screen goes blank. Patient services specialist asked patient to inspect the recharging antenna for damage and patient said there is no visible damage to the insr antenna. Ps asked patient to inspect the desktop charger (dtc) cord and patient said the cord is loose when plug into the insr. Ps confirmed patient did not have fall or trauma. Patient stated she had this issue before and ps replace items. The issue was not resolved. Additional information was received from a patient (pt). It was reported that they received the recharger (insr) antenna and the desktop charger (dtc) and the insr is not charging when plug into the outlet and they have tried different outlet. Patient stated the insr is at 1/4 charge since last night. Patient stated the coupling bars keep fluctuating and they are not getting all the coupling bars. Patient services (pss) confirmed there is no damage on the dtc and there is a green light on the dtc cord and no damage on the port of the insr. Pss confirmed patient did not have a fall or trauma. Pss reviewed insr to wireless recharger replacement process. Patient stated the large belt is fine. A wireless recharger was sent out. No symptoms were reported. Additional information received from the consumer reported their original recharger had problems twice and they couldn¿t get the recharger to work so they were sent a replacement, but that still didn¿t work so they were sent a wireless recharger. They got the wireless recharger fully charged, but the handset didn¿t come with the wireless recharger so they couldn¿t see what was on when charging the implant. The patient was educated on the handset not coming with the wireless recharger along with sounds and lights of the recharger. The consumer was going to call back if they needed any further assistance. No new information. The patient returned a desktop charger with no information.